Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8295943. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a disfigured stopper. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: c2c maintenance dispatch #47445 was created during the creation of this batch for dry barrels. Corrective action: silicone guns were purged.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found deformed before use. The following has been provided by the initial reporter: the stopper was deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found deformed before use. The following has been provided by the initial reporter: the stopper was deformed.